Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable became overheated, melted, and is no longer functional. The customer reported that this occurred while the cable was plugged into a power strip. The customer confirmed that the pump was able to be charged with a different usb cable. There was no reported impact to customer's blood glucose level.